Manufacturer narrative:
(B)(4), date sent: 5/6/2021. H1: MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? Unknown. If yes, how was the device removed? Repeat rbrb to open the jaw. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Repeat rbrb to open the jaw. Did the jaws eventually open? Yes. H1: MDR decision: not reportable.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the laparoscopic radical gastrectomy for gastric cancer surgery, after fired, could not open the jaw. Repeated many times to open the jaw (followed IFU). It is unknown if the device was locked on tissue. Device was removed by repeating "rbrb" to open the jaw. The jaws did eventually open. There were no adverse consequences to the patient. No additional information could be provided.